Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear st upn: m365sc2218700 model: sc-2218-70. Serial: (B)(6). Batch: 7090934.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system and that high impedances were identified. Reprogramming was performed multiple times, however the patient did not receive adequate stimulation and additional high impedances were identified and the patient has now experienced a loss of stimulation. The patient underwent a revision procedure and is doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system and that high impedances were identified. Reprogramming was performed multiple times; however, the patient did not receive adequate stimulation and additional high impedances were identified and the patient has now experienced a loss of stimulation. The patient underwent a revision procedure and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7090934. The devices were returned, analyzed, and visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the reported complaint. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.